Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press the esc button harder to respond and had scratches on the screen making it harder to read. The customer's blood glucose level was unknown at the time of the incident. The customer reported rainbow effect on screen, the insulin pump motor was much louder when priming. The insulin pump had multiple unexplained no delivery alarms. The device will not be returned for analysis.